Event description:
False positive covid test. My daughter who worked part time at a nursing home with weekly covid tests, tested positive. (B)(6) labs in (B)(6) completed tests and she tested negative on (B)(6) but positive on (B)(6). No symptoms. No contacts positive. She also tested negative at local lab on (B)(6). The nursing home has stated there have been multiple times over past 3 months of probable false positives meaning clusters of positive results for clusters of employees followed by multiple negatives. They have asked the lab to perform quality review multiple times over past 3 months with no admittance of error by the lab. The nursing home did not report this to the local (B)(6) county health dept in (B)(6) state, but I did yesterday on (B)(6). The local health department will not change her positive due to lack of protocol or guidance at the national and state level on how to remove a positive. The local health department feels because we have low rate of infection in our area that these cases aren't worthy or an investigation. This (B)(6) lab in (B)(6) has grown and expanded testing capability exponentially since covid and on a press release on their website it states they are expected to get to 60k tests per day by (B)(6). Perhaps with their rate of growth an independent entity should be examining their lab for quality and safety issues related to samples and possible mishandling or contamination. It is not enough to perform quality reviews on themselves. This has happened to many employees over the course of the past several months. Clearly there is a problem and we and countless others of my daughters contacts are the ones to lose out. There needs to be guidance on how to handle these probably false positives. I understand we are just one family but our voice should be heard. We have followed all cdc guidance and protocols since (B)(6). Our family is full of health care professionals. We understand asymptomatic cases and spread, but we believe this is a false positive. We would appreciate a timely response to our concerns. Please note this is a call for an investigation into ongoing probable false positive covid tests performed at (B)(6) lab in (B)(6), from a nursing home in (B)(6). (B)(6). FDA safety report ID# (B)(4).